Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had a yellow discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that a part of the hinge was broken off from the device. Root cause description: the potential root cause for this failure could be due to the screws not being fully tightened to the device which would have caused the screws to become loose and detach from the device. Another potential root cause for this failure may be due to the excessive bruxism which could also cause the screws to become loose and fall off of the device. The manufacturer's internal reference number is: (B)(4). Additional information: d4: "model #" & "catalog #". Corrections: h6: updated "type of investigation" code h6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Event description:
Office reported that the hinge of the silent night gl hinge sleep device broke off, no other information was provided.

Manufacturer narrative:
The device was returned for analysis however, the device evaluation is pending. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).